Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was admitted into hospital due to multiple syncopal episodes, complete heart block and bradycardia. Patient was paced with a temporary pacemaker. A fluoroscopy confirmed lead dislodgement. Repositioning the lead was unsuccessful, because the lead was unable to be moved. The helix would not retract. The physician explanted and replaced the lead. The patient was stable during and post procedure and recovering well.